Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted.the serial number (B)(4) provided by the customer in the initial report was deemed invalid upon extended investigation and therefore section d4 has been updated to unknown.

Event description:
An error message was reported with wear of the adc freestyle libre sensor. Customer reported a "scan again in 10" message was received for more than 4 hours during sensor wear. Customer experienced a loss of consciousness and had contact with an hcp who administered glucose via injection for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
After further review, it was determined that the serial number as reported by the customer (B)(4) was found to have been rejected and scrapped during the manufacturing process. This particular serial number never completed the manufacturing process and was never distributed. It is not possible that the reported serial number could have been processed to a finished kit and shipped to a customer. This review invalidates the serial number reported by the customer. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
An error message was reported with wear of the adc freestyle libre sensor. Customer reported a "scan again in 10" message was received for more than 4 hours during sensor wear. Customer experienced a loss of consciousness and had contact with an hcp who administered glucose via injection for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with wear of the adc freestyle libre sensor. Customer reported a "scan again in 10" message was received for more than 4 hours during sensor wear. Customer experienced a loss of consciousness and had contact with an hcp who administered glucose via injection for treatment. There was no report of death or permanent impairment associated with this event.